Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated the insulin pump had not working. Customer stated that the insulin pump not delivering proper bolus and they noticed blood glucose was not improving and they did not received error message for this, it was happening from four days. Auto mode/smartguard feature was not active at time of high blood glucose event. Customer was assisted with troubleshooting. The insulin pump will be returned for analysis.